Event description:
Face deformities; had a fraxel restore treatment at a doctor's office. No proper consultation given. Wasn't given a medical background check, no questions were asked, no areas of concern enquired about. Didn't even examine my face. I had no acne, small wrinkling around the eyes nothing major, very little pigmentation. Still was given a full face fraxel on a setting that melted my face and 3 months later is still completely raw. Little to no aftercare was given, and I ended up with an infection. When I returned to the clinic they said "nothing was wrong" I had to attend another dermatologist. I have now realized after much research, that these life altering effects are habitual, yet are still marketed and given to people who do not need them. I had no idea of the extent of the damage these devices cause, although the doctors do. I am now severely depressed and on anti depression medication. FDA safety report ID # (B)(4).